Event description:
During utilization, the device remained active (delivering rf energy) after releasing the activation button.

Manufacturer narrative:
(B)(4). Eval, method, results, conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(4).

Manufacturer narrative:
Product event #(B)(4) evaluation process: unit received in very poor condition with heavy case staining, dent to rear case, writing and gouges on case, both nylon screws in base broken, missing front right foot and other minor surface imperfections. No power cord nor user manual were received with unit. No hand pieces were received. Internal visual inspection found the front dc pcba nylon standoff broken, low voltage power supply (¿lvps¿) broken free of all standoffs and front rf module long bumper broken off. Unit delivered rf energy correctly into fixed resistors with the exception of peak cut, which was non-existent. Subsequent troublesh ooting revealed that the loose lvps had impacted the peak circuitry. It severely bent the pins of rf amplifier components u8, u9, u10 and u11. Pin 2 of u10 was broken, resulting in the absence of peak cut. The cut and coag button operated normally without any sticking. Both activated the unit when depressed and turned off the unit when released. Root cause: the reported problem could not be duplicated by the service department. The unit responded promptly, correctly, and consistently to changes in button status. The physical damage is consistent with rough handling. (B)(4).

Event description:
During utilization, the device remained active (delivering rf energy) after releasing the activation button.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.